Event description:
It was reported that the patient experienced several episodes of syncope. The patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. Noise was not reproducible in clinic and lead measurements were all within normal range. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
.